Event description:
During an atrial flutter procedure, there were connection and boot up issues with the workmate amplifier resulting in cancellation of the procedure. A high-pitched sound was also noted when starting the workmate amplifier. The issue was unable to be resolved, and the procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication, noise, and power issues and subsequent cancellation could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.